Manufacturer narrative:
Qc is run once a day, and was run before the event. The erroneous results occurred in primary mode of opearation. The specimen was collected in a 4.0ml tube and tested within 5 minutes of the draw. A field service engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument. The fse conducted: a startup, qc, reproducibility, latex aperture, and carryover testing and all results passed within specifications. The fse indicated the instrument was operating properly. The fse reviewed flagging criteria in operator manual with the customer. The root cause of this event is unk. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding elevated hemoglobin (hgb), and platelet (plt) results that were generated by the coulter ac.t diff instrument. A pt sample was tested for hgb and plt and results were: hgb - 14.3g/dl plt - 413x10 to the third power cells/ul. The original sample was retested for ghb and plt and the repeated results were: hgb - 13.3g/dl plt - 360x10 to the third power cells/ul. The results were reported out of the lab and the doctor sent the pt to a hospital. A fresh sample was collected from the pt at the hospital and tested for hgb and plt and results were: hgb - 13.0 plt - 353. Units and instrument used at the hospital are unk. Based on availabe info, there was no effect to pt.